Manufacturer narrative:
A review of the device history record confirmed the product was released meeting all quality criteria and manufacturing specifications. (B)(4).

Event description:
A report was received on 31 jan 2020 from a nurse regarding a (B)(6) year old male with end stage renal disease and hypertension, who was admitted to hospital with fluid overload. Additional information was received on 11 feb 2020 via the home therapy nurse (htn) which revealed the patient was hospitalized (B)(6) 2020 and discharged on (B)(6) 2020. Following discharge the patient resumed hemodialysis therapy with the nxstage system one. Although requested, no treatment details or hospital discharge summary were provided.